Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Premature sled movement, damaged cartridge, damaged one piece sled. Device (a) was received for analysis with no visual non-conformances and with an ecr60t cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. Upon firing, ¾ of the staple were properly formed; after that only one staple line was formed on each side. In addition, the cartridge was notice damaged at the knife slot area. The reload was disassembled and the one piece sled was noted to be broken. Please note an investigation has been initiated to address the potential root cause for the damage of the one piece sled. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties noted during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5gh6f (mfg date 05/10/2012; exp date 04/10/2017)

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing with a black cartridge the device formed the first 10mm of staples perfectly. The rest of the staples were unformed. They were sticking straight up. The procedure was completed without impact to the patient. The device was discarded.